Event description:
The reporter experienced one er1 message. He did not compare the confirmation dot on the strip to the color chart on the vial of strips. He retested and got a value. He made no allegations of harm against his meter.